Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 16-dec-2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for erratic, high and low blood glucose test results. The customer is concerned with test results from results obtained of 73, 78 and 60 mg/dl. Customer also stated that few days ago she got a reading of 199 mg/dl pm non-fasting, retested from same finger and it was 125 mg/dl pm non-fasting. The customer¿s expected am fasting blood glucose test result range is 89-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/23/2026 and open vial date is a week ago. The meter memory was reviewed for previous test result history: result 1: 109mg/dl date: on (B)(6), time: 8:27am fasting, result 2: 123mg/dl date: on (B)(6), time: 3:26pm fasting, result 3: 96 mg/dl date: on (B)(6), time: 3:14pm fasting, result 4: 73mg/dl date: (B)(6) , time: 3:00pm fasting, result 5: 78mg/dl date: (B)(6) , time: 11:45am fasting, result 6: 60mg/dl date: (B)(6), time: 1:16pm non-fasting.